Event description:
The md dilated a stricture with a colonic balloon dilator. During the procedure, the proximal portion of the partially inflated balloon detached from the catheter and was unable to be removed. An attempt to remove the catheter using rat-tooth forceps was made, however,unsuccessfully. The device was cut into two portions and retrieved with a snare; the balloon portion first followed by the catheter. The pt is in satisfactory condition.